Manufacturer narrative:
The investigation of hemolysis and positioning issues has been completed. The impella device was not returned for evaluation. Hemolysis: clinical states that the pump was found to be against the mitral apparatus and the pump was chosen to not be repositioned. Pump was explanted. Pump was not returned for investigation. Data logs show all slight decrease in pump flow at a steady p-level followed by suction alarm and decrease in p-level. Data logs suggest positioning issue as a reason for hemolysis. Therefore, the root cause of the hemolysis issue was most likely improper positioning of the device due to improper technique where the pump was facing mitral apparatus. Positioning issues: clinical states that red tinged urine was observed and echocardiogram was done. Positioning was observed to be against the mitral apparatus. Pump was not returned. Therefore, the root cause of the positioning issue was not determined since insufficient clinical information about the positioning issue was provided. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27643 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed. Instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿. Impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿. Section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions, including catheter position, pre-existing medical conditions, and small left ventricular volumes, may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that hemolysis was suspected, and the inlet appeared to be close to the left ventricle wall. The doctor did not want to reposition and the patient remained on support through the duration of therapy.